Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204 and "check therapy pad" messages) has been confirmed. As received, the electrode belt was unable to communicate with a monitor. The cause for the service code, reported messages, and electrode belt's inability to communicate with a monitor was isolated to an open red (B)(4) wire in the trunk cable. The root cause for the open wire was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the patient was receiving "check therapy pad" messages and a service code 204: "belt unusable".